Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch ultra 2 meter displayed an inaccurate reading compared to her feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca). The cca attempted to follow up at ms request, however, was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6) 2021 at an unspecified time. The patient did not specify the blood glucose reading from the subject meter. The patient manages her diabetes with insulin (type and dose unspecified) and reported that she took insulin based on the alleged inaccurate reading. On the same day, at an unspecified time after the alleged issue occurred, the patient developed ¿blurry vision¿. There was no report of any medical treatment/intervention received as a result of the alleged issue. At the time of the call, the cca was unable to walk through troubleshooting as the reporter was unable to answer the questions. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product. The subject meter could not be ruled out as a cause or contributor to the event.